Manufacturer narrative:
Investigation summary: ppae: (stroke): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot device lot: 1969442. Device history batch subcomponent lot: 1969442. Device history review this pump sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that while speaking with the patient, the patient mentioned experiencing a stroke earlier in the week, which was likely the reason for delaying the ventricular assist device procedure. This was immediately confirmed with the care team. At the time of the suspected stroke, the patient reported right upper extremity weakness. A neurology consult was performed, and the patient underwent a computed tomography scan, which showed no large vessel occlusion in the neck or head. The patient has a history of left ventricular thrombus, but no thrombus was observed at the time of implant or during care. The patient has been anticoagulated throughout impella support, with activated partial thromboplastin time ranging from 80 to 130. The patient has regained function in the right upper extremity but continues to experience difficulty with gripping using the right hand.